Event description:
This spontaneous case report from a consumer in the united states was identified on 19-oct-2015 during monitoring of postings an FDA hosted docket website which had been established in preparation of a public FDA advisory committee meeting taking place in sep-2015 (case# (B)(4)06). The report refers to the reporter herself a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted in 2010, and had been healthy person before. Since the essure procedure she had been diagnosed with fibromyalgia, her joints had pain all the time, she had serious fatigue, her periods had been horrific, felt like she had period cramps every single day, on the days she was cramping regularly felt like she was giving birth. She would have rather had had a full hysterectomy then to deal with all the pain she felt every day now. Her life was hard to live feeling the way. Product technical complaint (ptc) investigation and final assessment were received on 11-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up received 04-may-2016: case was upgraded to incident. Legal claim was received and new reporters were added. It was reported that consumer had essure implanted and subsequently had the device removed due to complications. Updated quality-safety evaluation of ptc received on 26-may-2016: no major changes. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and felt like she had period cramps every single day, on the days she was cramping regularly felt like she was giving birth. Follow-up information was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. It was reported that essure was removed due to complications. The reported event, seen as abdominal pain lower, is listed in the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and in the lack of alternative explanation, a causal relationship between this event and essure cannot be excluded. This case was upgraded to incident since device removal was required. Additionally, non-serious events were reported. An updated product technical complaint is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1506) on 19-oct-2015. The most recent information was received on 14-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("feel like I have period cramps every single day, on the days of cramping regularly I feel like I am giving birth") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician said he had some trouble placing the left side". The patient's concurrent conditions included carpal tunnel syndrome, fibromyalgia, menopause, obesity, toothache and scoliosis. Concomitant products included calcium with vitamin d, citalopram hydrobromide (celexa), cyclobenzaprine, gabapentin, hydrocodone bitartrate;paracetamol (vicodin), hydroxyzine hydrochloride (hydroxyzine hcl), ibuprofen, medroxyprogesterone acetate (depo provera), nortriptyline, tramadol, triamcinolone (triamcinolon) and venlafaxine hydrochloride (effexor xr). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urticaria ("hives over arms leg and stomach"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced the first episode of arthralgia ("joints have pain all the time"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"), fatigue ("serious fatigue / fatigue/weak/tired"), dysmenorrhoea ("periods have been horrific / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis contact ("rash to metal nickel") with rash, tooth disorder ("dental problems/deteriorated teeth"), the second episode of arthralgia ("all over joint pain- hips to thighs"), pain of skin ("skin pain"), vulval abscess ("infection (bladder/urinary tract/vaginal) type: abscess of vulva"), depression ("depression") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, fibromyalgia and fatigue had not resolved, the dysmenorrhoea and menorrhagia had resolved, the vaginal haemorrhage, dermatitis contact, migraine, dyspareunia, pelvic pain, the last episode of arthralgia, pain of skin, vulval abscess, depression, urticaria and allergy to metals outcome was unknown and the headache was resolving. The reporter considered abdominal pain lower, allergy to metals, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain of skin, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage, vulval abscess, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: coils were noted to be protruding into the cavity of the uterus from the right side and 2 coils from the eft. She tolerated the procedure very well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-nov-2018: plaintiff fact sheet received ¿ new event nickel allergy was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 19-oct-2015. The most recent information was received on 17-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I am truly worried that a stupid coil has migrated'), abdominal pain lower ('feel like I have period cramps every single day, on the days of cramping regularly I feel like I am giving birth / severe cramping for no particular reason / pain in my lower belly') and genital haemorrhage ('bleeding') in a 31-year-old female patient who had essure (batch no. 626157) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician said he had some trouble placing the left side". The patient's previously administered products included for an unreported indication: globulin injection. Concurrent conditions included carpal tunnel syndrome, fibromyalgia, menopause, obesity, toothache, scoliosis, rhesus antigen negative, smoker and addiction to drugs. Concomitant products included celecoxib (celexa) from (B)(6) 2011 to (B)(6) 2012 for depression, gabapentin, paracetamol (adol) and tramadol (B)(6) 2011 to 2016 for fibromyalgia as well as ascorbic acid; folic acid; iron; lysine hydrochloride; nicotinic acid; pyridoxine hydrochloride; riboflavin; thiamine; zinc sulfate (multivitamin iron) from 2010 to 2016, calcium; vitamin d nos (B)(6) 2009 to 2016, cyclobenzaprine, docusate sodium;sennoside a+b (docqlax), hydrocodone bitartrate;paracetamol (vicodin), hydroxyzine hydrochloride (hydroxyzine hcl), ibuprofen, medroxyprogesterone acetate (depo provera), nortriptyline (B)(6) 2011 to 2016, triamcinolone (triamcinolon) and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("serious fatigue / fatigue/weak/tired"), dysmenorrhoea ("periods have been horrific / dysmenorrhea (cramping) sporadic cramping even after cycle / painful periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), dyspareunia ("dyspareunia (painful sexual intercourse)") and asthenia ("weak"). In (B)(6) 2009, the patient experienced urticaria ("hives over arms leg and stomach / rashes or skin conditions - type: hives over arms, leg and stomach"). In (B)(6) 2010, the patient experienced headache ("headaches/ severe headache"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems/deteriorated teeth"). In(B)(6) 2011, the patient experienced joint pain ("joints have pain all the time / autoimmune disorder - type of disorder: all over joint pain-hip to thigh / joint pain"), migraine ("migraines"), pelvic pain ("pain / pelvic pain / worst pain / pain like cramping in my pelvis right behind my pelvic bone on each side"), depression ("depression / psychological or psychiatric problems - conditions: depression") and abdominal pain ("abdominal pain / belly breaks out"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"), painful joints ("all over joint pain- hips to thighs") and vulval abscess ("infection (bladder/urinary tract/vaginal) type: abscess of vulva"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy / nickel allergy test"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dermatitis contact ("rash to metal nickel") with rash, pain of skin ("skin pain"), toothache ("my teeth hurt so bad"), ear swelling ("my ears swell and itch"), arthritis ("arthritis"), scoliosis ("scoliosis"), eczema ("eczema patch it itches like crazy and it feels like it is so tender like raw"), cyst ("cysts"), back pain ("my back worse/ worst back labor / back hurt worst"), pollakiuria ("frequent urination"), neuralgia ("nerve pain"), pruritus ("itchy skin / thighs itch"), flatulence ("the gas has been so painful"), emotional disorder ("emotional and angry for no reason / overly emotional"), anaemia ("I am usually anemic after giving birth"), myalgia ("hip and thigh"), gastric disorder ("stomach disorder"), genital haemorrhage (seriousness criterion medically significant), ear pruritus ("ear itch"), skin irritation ("irritation in my bellybutton"), tooth fracture ("broken tooth"), nausea ("nausea"), stress ("stressed"), adnexa uteri pain ("severe cramping in my ovaries") and contusion ("brusing") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, dermatitis contact, migraine, tooth disorder, dyspareunia, pelvic pain, painful joints, pain of skin, vulval abscess, depression, urticaria, allergy to metals, abdominal pain, toothache, ear swelling, arthritis, scoliosis, eczema, uterine leiomyoma, cyst, back pain, pollakiuria, neuralgia, pruritus, flatulence, emotional disorder, anaemia, myalgia, asthenia, gastric disorder, genital haemorrhage, ear pruritus, skin irritation, tooth fracture, nausea, stress, adnexa uteri pain and contusion outcome was unknown, the abdominal pain lower, fibromyalgia, joint pain and fatigue had not resolved, the dysmenorrhoea and menorrhagia had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, anaemia, arthritis, asthenia, back pain, contusion, cyst, depression, dermatitis contact, device dislocation, dysmenorrhoea, dyspareunia, ear pruritus, ear swelling, eczema, emotional disorder, fatigue, fibromyalgia, flatulence, gastric disorder, genital haemorrhage, headache, joint pain, menorrhagia, migraine, myalgia, nausea, neuralgia, pain of skin, pelvic pain, pollakiuria, pruritus, scoliosis, skin irritation, stress, tooth disorder, tooth fracture, toothache, urticaria, uterine leiomyoma, vaginal haemorrhage, vulval abscess and painful joints to be related to essure. The reporter commented: coils were noted to be protruding into the cavity of the uterus from the right side and 2 coils from the eft. She tolerated the procedure very well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. X-ray - on an unknown date: one of those little bastards was on my spine. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following one/ones reported via social media: anemic, emotional problems, gas, itchy skin, nerve pain, frequency urinary, back pain, cyst, eczema, fibroids, scoliosis, arthritis, swelling of the ear, tooth pain, device dislocation. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs and social media case was received: lot number added. Event: abdominal pain, anemic, emotional problems, gas, itchy skin, nerve pain, frequency urinary, back pain, cyst, eczema, fibroids, scoliosis, arthritis, swelling of the ear, myalgia, asthenia, gastric disorder, genital bleeding, ear pruritus, omphalistis,tooth pain, stress, adnexa uteri pain, tooth fracture, nausea,device dislocation, new reporter information, medical history, product information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1506) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I am truly worried that a stupid coil has migrated'), abdominal pain lower ('feel like I have period cramps every single day, on the days of cramping regularly I feel like I am giving birth / severe cramping for no particular reason / pain in my lower belly') and genital haemorrhage ('bleeding') in a 31-year-old female patient who had essure (batch no. 626157) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician said he had some trouble placing the left side". The patient's previously administered products included for an unreported indication: globulin injection. Concurrent conditions included carpal tunnel syndrome, fibromyalgia, menopause, obesity, toothache, scoliosis, rhesus antigen negative, smoker and addiction to drugs. Concomitant products included celecoxib (celexa) from january 2011 to july 2012 for depression, gabapentin, paracetamol (adol) and tramadol (B)(6) 2011 to 2016 for fibromyalgia as well as calcium;vitamin d nos (B)(6) 2009 to 2016, cyclobenzaprine, docusate sodium;sennoside a+b (docqlax), folic acid;iron;vitamins nos from 2010 to 2016, hydrocodone bitartrate;paracetamol (vicodin), hydroxyzine hydrochloride (hydroxyzine hcl), ibuprofen, medroxyprogesterone acetate (depo provera), nortriptyline (B)(6) 2011 to 2016, triamcinolone (triamcinolon) and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. In march 2009, the patient experienced fatigue ("serious fatigue / fatigue/weak/tired"), dysmenorrhoea ("periods have been horrific / dysmenorrhea (cramping) sporadic cramping even after cycle / painful periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), dyspareunia ("dyspareunia (painful sexual intercourse)") and asthenia ("weak"). In may 2009, the patient experienced urticaria ("hives over arms leg and stomach / rashes or skin conditions - type: hives over arms, leg and stomach"). In january 2010, the patient experienced headache ("headaches/ severe headache"). In july 2010, the patient experienced tooth disorder ("dental problems/deteriorated teeth"). In january 2011, the patient experienced arthralgia ("joints have pain all the time / autoimmune disorder - type of disorder: all over joint pain-hip to thigh / joint pain"), migraine ("migraines"), pelvic pain ("pain / pelvic pain / worst pain / pain like cramping in my pelvis right behind my pelvic bone on each side"), depression ("depression / psychological or psychiatric problems - conditions: depression") and abdominal pain ("abdominal pain / belly breaks out"). In july 2011, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia") and vulval abscess ("infection (bladder/urinary tract/vaginal) type: abscess of vulva"). In october 2015, the patient experienced allergy to metals ("nickel allergy / nickel allergy test"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dermatitis contact ("rash to metal nickel") with rash, pain of skin ("skin pain"), toothache ("my teeth hurt so bad"), ear swelling ("my ears swell and itch"), arthritis ("arthritis"), scoliosis ("scoliosis"), eczema ("eczema patch it itches like crazy and it feels like it is so tender like raw"), cyst ("cysts"), back pain ("my back worse/ worst back labor / back hurt worst"), pollakiuria ("frequent urination"), neuralgia ("nerve pain"), pruritus ("itchy skin / thighs itch"), flatulence ("the gas has been so painful"), emotional disorder ("emotional and angry for no reason / overly emotional"), anaemia of pregnancy ("I am usually anemic after giving birth"), myalgia ("hip and thigh"), gastric disorder ("stomach disorder"), genital haemorrhage (seriousness criterion medically significant), ear pruritus ("ear itch"), skin irritation ("irritation in my bellybutton"), tooth fracture ("broken tooth"), nausea ("nausea"), stress ("stressed"), adnexa uteri pain ("severe cramping in my ovaries") and contusion ("brusing") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, dermatitis contact, migraine, tooth disorder, dyspareunia, pelvic pain, pain of skin, vulval abscess, depression, urticaria, allergy to metals, abdominal pain, toothache, ear swelling, arthritis, scoliosis, eczema, uterine leiomyoma, cyst, back pain, pollakiuria, neuralgia, pruritus, flatulence, emotional disorder, anaemia of pregnancy, myalgia, asthenia, gastric disorder, genital haemorrhage, ear pruritus, skin irritation, tooth fracture, nausea, stress, adnexa uteri pain and contusion outcome was unknown, the abdominal pain lower, fibromyalgia, arthralgia and fatigue had not resolved, the dysmenorrhoea and menorrhagia had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, anaemia of pregnancy, arthralgia, arthritis, asthenia, back pain, contusion, cyst, depression, dermatitis contact, device dislocation, dysmenorrhoea, dyspareunia, ear pruritus, ear swelling, eczema, emotional disorder, fatigue, fibromyalgia, flatulence, gastric disorder, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, neuralgia, pain of skin, pelvic pain, pollakiuria, pruritus, scoliosis, skin irritation, stress, tooth disorder, tooth fracture, toothache, urticaria, uterine leiomyoma, vaginal haemorrhage and vulval abscess to be related to essure. The reporter commented: coils were noted to be protruding into the cavity of the uterus from the right side and 2 coils from the eft. She tolerated the procedure very well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion.. X-ray - on an unknown date: one of those little bastards was on my spine.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following one/ones reported via social media: anemic, emotional problems, gas, itchy skin, nerve pain, frequency urinary, back pain, cyst, eczema, fibroids, scoliosis, arthritis, swelling of the ear, tooth pain, device dislocation quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1506) on 19-oct-2015. The most recent information was received on 14-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I am truly worried that a stupid coil has migrated') and abdominal pain lower ('feel like I have period cramps every single day, on the days of cramping regularly I feel like I am giving birth / severe cramping for no particular reason / pain in my lower belly') in a 31-year-old female patient who had essure (batch no. 626157) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician said he had some trouble placing the left side". The patient's previously administered products included for an unreported indication: globulin injection. Concurrent conditions included carpal tunnel syndrome, fibromyalgia, menopause, obesity, toothache, scoliosis, rhesus antigen negative, smoker and addiction to drugs. Concomitant products included celecoxib (celexa) from (B)(6) 2011 to (B)(6) 2012 for depression, gabapentin, paracetamol (adol) and tramadol (B)(6) 2011 to 2016 for fibromyalgia as well as calcium;vitamin d nos (B)(6) 2009 to 2016, cyclobenzaprine, docusate sodium;sennoside a+b (docqlax), folic acid;iron;vitamins nos from 2010 to 2016, hydrocodone bitartrate;paracetamol (vicodin), hydroxyzine hydrochloride (hydroxyzine hcl), ibuprofen, medroxyprogesterone acetate (depo provera), nortriptyline (B)(6) 2011 to 2016, triamcinolone (triamcinolon) and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("serious fatigue / fatigue/weak/tired"), dysmenorrhoea ("periods have been horrific / dysmenorrhea (cramping) sporadic cramping even after cycle / painful periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), dyspareunia ("dyspareunia (painful sexual intercourse)") and asthenia ("weak"). In (B)(6) 2009, the patient experienced urticaria ("hives over arms leg and stomach / rashes or skin conditions - type: hives over arms, leg and stomach"). In (B)(6) 2010, the patient experienced headache ("headaches/ severe headache"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems/deteriorated teeth"). In (B)(6) 2011, the patient experienced arthralgia ("joints have pain all the time / autoimmune disorder - type of disorder: all over joint pain-hip to thigh / joint pain"), migraine ("migraines"), pelvic pain ("pain / pelvic pain / worst pain / pain like cramping in my pelvis right behind my pelvic bone on each side"), depression ("depression / psychological or psychiatric problems - conditions: depression") and abdominal pain ("abdominal pain / belly breaks out"). In july 2011, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia") and vulval abscess ("infection (bladder/urinary tract/vaginal) type: abscess of vulva"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy / nickel allergy test"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dermatitis contact ("rash to metal nickel") with rash, pain of skin ("skin pain"), toothache ("my teeth hurt so bad"), ear swelling ("my ears swell and itch"), arthritis ("arthritis"), scoliosis ("scoliosis"), eczema ("eczema patch it itches like crazy and it feels like it is so tender like raw"), cyst ("cysts"), back pain ("my back worse/ worst back labor / back hurt worst"), pollakiuria ("frequent urination"), neuralgia ("nerve pain"), pruritus ("itchy skin / thighs itch"), flatulence ("the gas has been so painful"), emotional disorder ("emotional and angry for no reason / overly emotional"), anaemia of pregnancy ("I am usually anemic after giving birth"), myalgia ("hip and thigh"), gastric disorder ("stomach disorder"), genital haemorrhage ("bleeding"), ear pruritus ("ear itch"), skin irritation ("irritation in my bellybutton"), tooth fracture ("broken tooth"), nausea ("nausea"), stress ("stressed"), adnexa uteri pain ("severe cramping in my ovaries"), contusion ("brusing") and blepharospasm ("my left one") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, dermatitis contact, migraine, tooth disorder, dyspareunia, pelvic pain, pain of skin, vulval abscess, depression, urticaria, allergy to metals, abdominal pain, toothache, ear swelling, arthritis, scoliosis, eczema, uterine leiomyoma, cyst, back pain, pollakiuria, neuralgia, pruritus, flatulence, emotional disorder, anaemia of pregnancy, myalgia, asthenia, gastric disorder, genital haemorrhage, ear pruritus, skin irritation, tooth fracture, nausea, stress, adnexa uteri pain, contusion and blepharospasm outcome was unknown, the abdominal pain lower, fibromyalgia, arthralgia and fatigue had not resolved, the dysmenorrhoea and menorrhagia had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, anaemia of pregnancy, arthralgia, arthritis, asthenia, back pain, blepharospasm, contusion, cyst, depression, dermatitis contact, device dislocation, dysmenorrhoea, dyspareunia, ear pruritus, ear swelling, eczema, emotional disorder, fatigue, fibromyalgia, flatulence, gastric disorder, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, neuralgia, pain of skin, pelvic pain, pollakiuria, pruritus, scoliosis, skin irritation, stress, tooth disorder, tooth fracture, toothache, urticaria, uterine leiomyoma, vaginal haemorrhage and vulval abscess to be related to essure. The reporter commented: coils were noted to be protruding into the cavity of the uterus from the right side and 2 coils from the eft. She tolerated the procedure very well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. X-ray - on an unknown date: one of those little bastards was on my spine. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following one/ones reported via social media: anemic, emotional problems, gas, itchy skin, nerve pain, frequency urinary, back pain, cyst, eczema, fibroids, scoliosis, arthritis, swelling of the ear, tooth pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media content received : reporters added. Event "eyelid twitching" added. On 14-jan-2020: same source document as fu 15. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) ) on 19-oct-2015. The most recent information was received on 29-apr-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I am truly worried that a stupid coil has migrated') and abdominal pain lower ('feel like I have period cramps every single day, on the days of cramping regularly I feel like I am giving birth / severe cramping for no particular reason / pain in my lower belly') in a 31-year-old female patient who had essure (batch no. 626157) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician said he had some trouble placing the left side". The patient's previously administered products included for an unreported indication: globulin injection. Concurrent conditions included carpal tunnel syndrome, fibromyalgia, menopause, obesity, toothache, scoliosis, rhesus antigen negative, smoker and addiction to drugs. Concomitant products included celecoxib (celexa) from (B)(6) 2011 to (B)(6) 2012 for depression, gabapentin, paracetamol (adol) and tramadol (B)(6) 2011 to 2016 for fibromyalgia as well as calcium;vitamin d nos (B)(6) 2009 to 2016, cyclobenzaprine, docusate sodium;sennoside a+b (docqlax), folic acid;iron;vitamins nos from 2010 to 2016, hydrocodone bitartrate;paracetamol (vicodin), hydroxyzine hydrochloride (hydroxyzine hcl), ibuprofen, medroxyprogesterone acetate (depo provera), nortriptyline (B)(6 )2011 to 2016, triamcinolone (triamcinolon) and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("serious fatigue / fatigue/weak/tired"), dysmenorrhoea ("periods have been horrific / dysmenorrhea (cramping) sporadic cramping even after cycle / painful periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), dyspareunia ("dyspareunia (painful sexual intercourse)") and asthenia ("weak"). In (B)(6) 2009, the patient experienced urticaria ("hives over arms leg and stomach / rashes or skin conditions - type: hives over arms, leg and stomach"). In (B)(6) 2010, the patient experienced headache ("headaches/ severe headache"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems/deteriorated teeth"). In (B)(6) 2011, the patient experienced arthralgia ("joints have pain all the time / autoimmune disorder - type of disorder: all over joint pain-hip to thigh / joint pain"), migraine ("migraines"), pelvic pain ("pain / pelvic pain / worst pain / pain like cramping in my pelvis right behind my pelvic bone on each side"), depression ("depression / psychological or psychiatric problems - conditions: depression") and abdominal pain ("abdominal pain / belly breaks out"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia") and vulval abscess ("infection (bladder/urinary tract/vaginal) type: abscess of vulva"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy / nickel allergy test"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dermatitis contact ("rash to metal nickel") with rash, pain of skin ("skin pain"), toothache ("my teeth hurt so bad"), ear swelling ("my ears swell and itch"), arthritis ("arthritis"), scoliosis ("scoliosis"), eczema ("eczema patch it itches like crazy and it feels like it is so tender like raw"), cyst ("cysts"), back pain ("my back worse/ worst back labor / back hurt worst"), pollakiuria ("frequent urination"), neuralgia ("nerve pain"), pruritus ("itchy skin / thighs itch"), flatulence ("the gas has been so painful"), emotional disorder ("emotional and angry for no reason / overly emotional"), anaemia of pregnancy ("I am usually anemic after giving birth"), myalgia ("hip and thigh"), gastric disorder ("stomach disorder"), genital haemorrhage ("bleeding"), ear pruritus ("ear itch"), skin irritation ("irritation in my bellybutton"), tooth fracture ("broken tooth"), nausea ("nausea"), stress ("stressed"), adnexa uteri pain ("severe cramping in my ovaries"), contusion ("bruising") and blepharospasm ("my left one") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, dermatitis contact, migraine, tooth disorder, dyspareunia, pelvic pain, pain of skin, vulval abscess, depression, urticaria, allergy to metals, abdominal pain, toothache, ear swelling, arthritis, scoliosis, eczema, uterine leiomyoma, cyst, back pain, pollakiuria, neuralgia, pruritus, flatulence, emotional disorder, anaemia of pregnancy, myalgia, asthenia, gastric disorder, genital haemorrhage, ear pruritus, skin irritation, tooth fracture, nausea, stress, adnexa uteri pain, contusion and blepharospasm outcome was unknown, the abdominal pain lower, fibromyalgia, arthralgia and fatigue had not resolved, the dysmenorrhoea and menorrhagia had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, anaemia of pregnancy, arthralgia, arthritis, asthenia, back pain, blepharospasm, contusion, cyst, depression, dermatitis contact, device dislocation, dysmenorrhoea, dyspareunia, ear pruritus, ear swelling, eczema, emotional disorder, fatigue, fibromyalgia, flatulence, gastric disorder, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, neuralgia, pain of skin, pelvic pain, pollakiuria, pruritus, scoliosis, skin irritation, stress, tooth disorder, tooth fracture, toothache, urticaria, uterine leiomyoma, vaginal haemorrhage and vulval abscess to be related to essure. The reporter commented: coils were noted to be protruding into the cavity of the uterus from the right side and 2 coils from the eft. She tolerated the procedure very well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. X-ray - on an unknown date: one of those little bastards was on my spine. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following one/ones reported via social media: anemic, emotional problems, gas, itchy skin, nerve pain, frequency urinary, back pain, cyst, eczema, fibroids, scoliosis, arthritis, swelling of the ear, tooth pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-apr-2020: extension of expected date of next report. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 12-may-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I am truly worried that a stupid coil has migrated') and abdominal pain lower ('feel like I have period cramps every single day, on the days of cramping regularly I feel like I am giving birth / severe cramping for no particular reason / pain in my lower belly') in a 31-year-old female patient who had essure (batch no. 626157) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician said he had some trouble placing the left side". The patient's previously administered products included for an unreported indication: globulin injection. Concurrent conditions included carpal tunnel syndrome, fibromyalgia, menopause, obesity, toothache, scoliosis, rhesus antigen negative, smoker and addiction to drugs. Concomitant products included celecoxib (celexa) from (B)(6) 2011 to (B)(6) 2012 for depression, gabapentin, paracetamol (adol) and tramadol28-jul-2011 to 2016 for fibromyalgia as well as calcium;vitamin d nos (B)(6) 2009 to 2016, cyclobenzaprine, docusate sodium;sennoside a+b (docqlax), folic acid;iron;vitamins nos from 2010 to 2016, hydrocodone bitartrate;paracetamol (vicodin), hydroxyzine hydrochloride (hydroxyzine hcl), ibuprofen, medroxyprogesterone acetate (depo provera), nortriptyline (B)(6) 2011 to 2016, triamcinolone (triamcinolon) and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("serious fatigue / fatigue/weak/tired"), dysmenorrhoea ("periods have been horrific / dysmenorrhea (cramping) sporadic cramping even after cycle / painful periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), dyspareunia ("dyspareunia (painful sexual intercourse)") and asthenia ("weak"). In (B)(6) 2009, the patient experienced urticaria ("hives over arms leg and stomach / rashes or skin conditions - type: hives over arms, leg and stomach"). In (B)(6) 2010, the patient experienced headache ("headaches/ severe headache"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems/deteriorated teeth"). In (B)(6) 2011, the patient experienced arthralgia ("joints have pain all the time / autoimmune disorder - type of disorder: all over joint pain-hip to thigh / joint pain"), migraine ("migraines"), pelvic pain ("pain / pelvic pain / worst pain / pain like cramping in my pelvis right behind my pelvic bone on each side"), depression ("depression / psychological or psychiatric problems - conditions: depression") and abdominal pain ("abdominal pain / belly breaks out"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia") and vulval abscess ("infection (bladder/urinary tract/vaginal) type: abscess of vulva"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy / nickel allergy test"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dermatitis contact ("rash to metal nickel") with rash, pain of skin ("skin pain"), toothache ("my teeth hurt so bad"), ear swelling ("my ears swell and itch"), arthritis ("arthritis"), scoliosis ("scoliosis"), eczema ("eczema patch it itches like crazy and it feels like it is so tender like raw"), cyst ("cysts"), back pain ("my back worse/ worst back labor / back hurt worst"), pollakiuria ("frequent urination"), neuralgia ("nerve pain"), pruritus ("itchy skin / thighs itch"), flatulence ("the gas has been so painful"), emotional disorder ("emotional and angry for no reason / overly emotional"), anaemia of pregnancy ("I am usually anemic after giving birth"), myalgia ("hip and thigh"), gastric disorder ("stomach disorder"), genital haemorrhage ("bleeding"), ear pruritus ("ear itch"), skin irritation ("irritation in my bellybutton"), tooth fracture ("broken tooth"), nausea ("nausea"), stress ("stressed"), adnexa uteri pain ("severe cramping in my ovaries"), contusion ("brusing") and blepharospasm ("my left one") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, dermatitis contact, migraine, tooth disorder, dyspareunia, pelvic pain, pain of skin, vulval abscess, depression, urticaria, allergy to metals, abdominal pain, toothache, ear swelling, arthritis, scoliosis, eczema, uterine leiomyoma, cyst, back pain, pollakiuria, neuralgia, pruritus, flatulence, emotional disorder, anaemia of pregnancy, myalgia, asthenia, gastric disorder, genital haemorrhage, ear pruritus, skin irritation, tooth fracture, nausea, stress, adnexa uteri pain, contusion and blepharospasm outcome was unknown, the abdominal pain lower, fibromyalgia, arthralgia and fatigue had not resolved, the dysmenorrhoea and menorrhagia had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, anaemia of pregnancy, arthralgia, arthritis, asthenia, back pain, blepharospasm, contusion, cyst, depression, dermatitis contact, device dislocation, dysmenorrhoea, dyspareunia, ear pruritus, ear swelling, eczema, emotional disorder, fatigue, fibromyalgia, flatulence, gastric disorder, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, neuralgia, pain of skin, pelvic pain, pollakiuria, pruritus, scoliosis, skin irritation, stress, tooth disorder, tooth fracture, toothache, urticaria, uterine leiomyoma, vaginal haemorrhage and vulval abscess to be related to essure. The reporter commented: coils were noted to be protruding into the cavity of the uterus from the right side and 2 coils from the eft. She tolerated the procedure very well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. X-ray - on an unknown date: one of those little bastards was on my spine. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following one/ones reported via social media: anemic, emotional problems, gas, itchy skin, nerve pain, frequency urinary, back pain, cyst, eczema, fibroids, scoliosis, arthritis, swelling of the ear, tooth pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("feel like I have period cramps every single day, on the days of cramping regularly I feel like I am giving birth") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician said he had some trouble placing the left side". Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"), the first episode of arthralgia ("joints have pain all the time"), fatigue ("serious fatigue / fatigue"), dysmenorrhoea ("periods have been horrific / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("rash to metal nickel") with rash, migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), the second episode of arthralgia ("all over joint pain") and pain of skin ("skin pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, fibromyalgia and fatigue had not resolved, the dysmenorrhoea and menorrhagia had resolved, the vaginal haemorrhage, allergy to metals, migraine, dyspareunia, pelvic pain, the last episode of arthralgia and pain of skin outcome was unknown and the headache was resolving. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain of skin, pelvic pain, tooth disorder, vaginal haemorrhage, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), rash to metal nickel, migraines, headaches, dental problems, dyspareunia (painful sexual intercourse), pain, all over joint pain, skin pain, physician said he had some trouble placing the left side", reporter added from pfs. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("feel like I have period cramps every single day, on the days of cramping regularly I feel like I am giving birth") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician said he had some trouble placing the left side". The patient's concurrent conditions included carpal tunnel syndrome, fibromyalgia, menopause and obesity. Concomitant products included calcium with vitamin d, citalopram hydrobromide (celexa), cyclobenzaprine, gabapentin, hydroxyzine hydrochloride (hydroxyzine hcl), ibuprofen, medroxyprogesterone (depo provera), nortriptyline, tramadol, triamcinolone (triamcinolon), venlafaxine hydrochloride (effexor xr) and vicodin. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urticaria ("hives over arms leg and stomach"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"), the first episode of arthralgia ("joints have pain all the time"), fatigue ("serious fatigue / fatigue/weak/tired"), dysmenorrhoea ("periods have been horrific / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis contact ("rash to metal nickel") with rash, migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems/deteriorated teeth"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), the second episode of arthralgia ("all over joint pain"), pain of skin ("skin pain"), vulval abscess ("infection (bladder/urinary tract/vaginal) type: abscess of vulva") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain lower, fibromyalgia and fatigue had not resolved, the dysmenorrhoea and menorrhagia had resolved, the vaginal haemorrhage, dermatitis contact, migraine, dyspareunia, pelvic pain, the last episode of arthralgia, pain of skin, vulval abscess, depression and urticaria outcome was unknown and the headache was resolving. The reporter considered abdominal pain lower, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain of skin, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage, vulval abscess, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received: reporter information other relevant history, product information, concomitant drugs, infection (bladder/urinary tract/vaginal) type: abscess of vulva), depression, hives over arms leg and stomach were added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.